Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6)2026, due to adhesive not strong enough.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: poland.name: (B)(6).country: united states of america.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.